Manufacturer narrative:
(B)(4). Batch # p5687l. Device evaluation: the analysis results found that the chd25a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please provide further detail of the event. Did the device lock-out (would not fire)? Not safety lockout. Or after firing, were staples seen in the surgical field but not in the tissue? No staples in the tissue and no staples seen in the surgical field. Did the device deliver a cut line? Yes, good cut line.

Event description:
It was reported that during the endoscopic resection of left colon cancer, after fired, no staple. Another like product was used to complete the procedure. There were no patient consequences reported.